Event description:
It was reported the patient had a urinary tract infection. The patient had a positive urine culture with budding yeast. Intervention included ceftriaxone given intravenously and diflucan. The event was noted as resolved without sequelae.

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type programmer, patient. Product ID 3058, serial# (B)(4), implanted: 2011-(B)(6), product type implantable neurostimulator, product ID 3889-28, lot# v705572, implanted: 2011-(B)(6), product type lead, product ID 3037, serial# (B)(4), product type programmer, patient. Product ID 3889-28, lot# v477185, implanted: 2010-(B)(6), product type lead, product ID 3058, serial# (B)(4), implanted: 2011-(B)(6), product type implantable neurostimulator. (B)(4).